Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced fluctuation in their blood glucose levels. Customer's blood glucose value was declining to 21 and 28 mg/dl. The customer was treated with juice and peanut butter for low blood glucose. Customer also stated that they had high blood glucose episodes and treated with emergency service with bolus. The customer states will change the pump site and blood glucose will continue to go higher, even changed twice in a 24 hours period. Offered troubleshooting for high blood glucose however the customer declined. Customer will not return device for analysis.